Manufacturer narrative:
D4: updated UDI# h3: product analysis part# 9561524, lot# my20a001: visual, functional- visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the instrument was able to be tightened and loosened without issue. The flex arm was able to maintain the position once tightened. The instrument appears to be capable of performing its intended function. No fault found. H6: updated patient code, eval. Code method, eval. Code result, eval. Code conclusion post analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device was returned and analysis is yet to begin, but is anticipated. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a flex arm for an unknown spinal indication. It was reported that the washer of the flexible arm came off. The doctor said that the rotating part was stiff when the flexible arm was tightened. When the doctor continued to tighten, the washer came out and was unable to be tightened. During the operation, when attempting to tighten,the lever of the upper arm was stiff and the washer came out. Therefore, the arm was unable to be fixed even though tightening was performed. It was replaced with the same product owned by the hospital afterwards. The instrument broke and there was no fragment of the instrument remaining in the patient's body. There were no patient symptoms or complications a s a result of the event. The pre-op diagnosis was spinal canal stenosis. The levels implanted were l3/4/5. No health damage in the patient was reported. There was no delay in overall procedure time/ revision surgery/ in- patient or prolongation of existing hospitalization/ additional surgery. The product was replaced by a medtronic product. No further complications were reported/ anticipated.